Manufacturer narrative:
Ocd field engineer was on site. Instrument has been returned to expected operation. (B)(4)

Event description:
Customer reported that during an antibody screen on the provue, the instrument reported a negative result. The customer reviewed the results printout and the result appeared to be positive (1+). No erroneous results were reported. An anti-e was identified through other methods. Instrument was taken out of service.